Event description:
It was reported that the patient had a major infection, as indicated by a positive blood culture, and respiratory failure and was hospitalized from (B)(6) 2017 to (B)(6) 2017. Drug therapy, intubation and artificial respiration were provided. The cause of the infection and respiratory failure was unknown but the relationship with the pump was not considered related.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4) and the reported respiratory failure could not be conclusively established through this evaluation. Additionally, a specific cause for the patient's infection could not be determined. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number (B)(4) until they underwent a routine transplant on (B)(6) 2020. The pump was returned and evaluated. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU, ¿introduction¿, lists infection (local, driveline or pump pocket infection) and respiratory failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.